Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Other: na.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 49 mg/dl and 168 mg/dl. Customer states that she was experiencing hypoglycemic symptoms of dizziness. She ate 2 packets of sugar and obtained the reading of 49 mg/dl. She was still feeling dizzy and ate an orange and drank 4 ounces of apple juice. She then obtained the reading of 168 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.